Event description:
Customer reported receiving an error 4, when a test strip was inserted on their locked freestyle flash meter. Troubleshooting of the meter with customer service indicated that, the unit of measure setting could be changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.